Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a pulmonary vein isolation (pvi) procedure to treat paroxysmal atrial fibrillation (paf), a farawave catheter was selected for use. The catheter had been prepared per the directions for use and was connected to a heparinized flushing line (5000 units). The left veins were treated, however, when transitioning to the right veins, the catheter was unable to be correctly deployed. The splines were in cobra shape. The catheter was retracted into the sheath and rotated 180 degrees into the straight portion of the sheath. The issue did not correct. The catheter was removed from the patient to be manually checked, when it was observed that the irrigation/flushing through the side port was not working. The catheter was replaced, and the procedure was completed successfully without patient complications. Following the procedure another farawave catheter that was used during the procedure was tested. The physician attached a 10ml syringe to the flush port and attempted to irrigate the catheter. The physician was not able to successfully flush the fluid through the irrigation line at that time. No troubleshooting took place as the procedure had already been completed with no patient complications. The catheters are expected to be returned for analysis.

Event description:
During a pulmonary vein isolation (pvi) procedure to treat paroxysmal atrial fibrillation (paf), a farawave catheter (bsc ref: (B)(4)) was selected for use. The catheter had been prepared per the directions for use and was connected to a heparinized flushing line (5000 units). The left veins were treated, however, when transitioning to the right veins, the catheter was unable to be correctly deployed. The splines were in cobra shape. The catheter was retracted into the sheath and rotated 180 degrees into the straight portion of the sheath. The issue did not correct. The catheter was removed from the patient to be manually checked, when it was observed that the irrigation/flushing through the side port was not working. The catheter was replaced, and the procedure was completed successfully without patient complications. Following the procedure another farawave catheter (bsc ref: (B)(4)) that was used during the procedure was tested. The physician attached a 10ml syringe to the flush port and attempted to irrigate the catheter. The physician was not able to successfully flush the fluid through the irrigation line at that time. No troubleshooting took place as the procedure had already been completed with no patient complications. The catheters were returned for analysis.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was inspected, no abnormalities were observed. A guidewire was inserted through the catheter, and the device was able to be fully deployed to basket and flower. Some resistance was noted while moving the slider switch. Flushing of the device through the irrigation line was tested. Flushing was not functional in all deployment states. The catheter was dissected and revealed kinking/stretching of the flush lumen in three spots, which likely caused the flushing issue. Additionally, a significant excess of flush lumen was noted.